Event description:
The customer reported being hospitalized due to a psychiatric evaluation. The customer's glucose reading was 243 mg/dl. The customer stated that the insulin pump had a button error alarm. Advised the customer to disconnect from the insulin pump, and that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.